Event description:
Received a report from merz, (B)(6). On (B)(6), dr (B)(6) injected a (B)(6) female pt with 2 radiesse syringes in the cheeks and oral commissure. The amount of radiesse injected was 1.5 ml. The anesthesia used was 2% lidocaine. The pt had to be hospitalized due to severe angioedema, localized in the face, neck, upper chest and buttocks; blood pressure and pulse were raised. The physician classified the intensity of pt's discomfort as severe. The injector believed the angioedema was a possible allergic reaction to radiesse. The pt is systemically well and has been released from the hospital. The "rmo" believed the collapse was due to anxiety but the angioedema was a reaction to the injectable filler. An update was received on (B)(4) 2012 from merz (B)(6): the pt was discharged on antihistamines and hydrocortisone; previously received steroids pre-admission.

Manufacturer narrative:
A review of the device history records could not be performed. A lot number was not identified.